Manufacturer narrative:
(B)(4). Describe event or problem - correction "a review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed." Corrected to "a review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed.

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/16/2019, that on (B)(6) 2019, the patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no data within the log available to view. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.